Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead would not retract during implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification for the number of turns to extend and retract. The analyst commented that the helix would not extend due to the drive shaft lug being stuck behind the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.